Event description:
Attempted to deflate balloon of foley, but would not deflate. Cut port. Still balloon would not deflate. Physician notified and attempted to deflate unsuccessfully. Pt put into stirrups and graves spectrum used by physician to pop balloon transvaginally.